Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and palpitations. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and loss of capture on the right ventricular (rv) lead. Rv lead dislodgement is suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.